Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Smartphone operating system: n5004l-am-q-mv01602-06-01.05. Smartphone hardware: n5004l. Cgm sensor type: unspecified. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient is not currently using the pod due to a low blood glucose (bg) and loss of consciousness incident in (B)(6) 2024. She believes the issue was due to incorrect programming rather than a product malfunction. The patient is postpartum and plans to start using the omnipod again in about six months after consulting with her healthcare provider. The agent will make three good faith attempts to collect further information, including details about the incident, symptoms, diagnosis, and treatment. The patient did not want to continue the conversation as she was at work. Previous outreach attempts by the agent were unsuccessful due to a full voicemail box, and a follow-up task has been created.